Event description:
A report was received that a patient was scheduled to undergo a pocket revision procedure due to pain and soreness at the pocket site. During the procedure, the physician relocated the pocket. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.